Event description:
The customer reported that the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply board (B)(4) needs to be replaced. No further information is available.